Manufacturer narrative:
H3, h6: the anspach emax 2 plus hand piece, part number pfsr100338, serial (B)(6) and intended to be used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper airation of the drill motor due to separation of rubber hose from drill base, or internal motor failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during preventative maintenance, it was found that the burr rotates 360 no mechanical stop and gets hot at distal tip after 20 seconds. No case involved.